Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for evaluation. Based on the information received, the root cause of the reported event could not be determined.

Event description:
It was reported when inserting the locking screw, the screw did not fully seat into the plate, and a piece of metal emerged from the screw. It was also reported there were no adverse consequences to the patient. This report is related to report numbers 3025141-2022-00231 and 3025141-2022-00233 for the other devices involved in this event.

Manufacturer narrative:
The 2.3mm x 20mm locking cortical peg part number co-s2320-s was returned for evaluation. The peg exhibited stripping in the bottom 2-3 threads below the head, and the threads were white without the anodization coating. No metal shavings were seen sticking out on the part. The 2.3mm x 18mm locking cortical peg part number co-s2318-s (report number 3025141-2022-00231) was also returned for evaluation. The part was examined visually under magnification. The peg exhibited stripping in the bottom 2-3 threads below the head, and the threads were white without the anodization coating. The head and hex recess were intact with minimal signs of wear. No metal shavings were seen sticking out on the part. The plate involved in this event (report number 3025141-2022-00233) was not returned for evaluation. Functional testing was conducted. The returned locking cortical pegs were inserted into the distal holes of a test standard acu-loc 2 vdr plate. One of the pegs screwed in easily with gentle manual rotation. The other would catch slightly in the threaded portion, but eventually be fully threaded into the hole. For the reported event, the exact method of insertion is unknown. If the peg was inserted off-axis from the threaded holes, the threads could catch, and the peg would not be able to fully seat. For proximal screw placement, the surgical technique says to use the targeting guide and 2.0 mm drill guide to drill a hole with the 2.0 mm drill. The root cause of the reported event could not be determined.